Event description:
Patient was receiving taxol (paclitaxel) with bd alaris low sorb texium tubing with 0.2 micron filter and before the medication was hung for administration, the rn discovered a leak around the end of the tubing at the male luer. Product was returned to pharmacy where it was replaced with a different lot number of the product and given back for administration. Bd was called and they came onsite to pick up the defective tubing for an internal investigation. Non small cell lung cancer/ adenocarcinoma.